Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/23/2017 with the following findings: during investigation, the battery compartment was cracked on the left side of the grip pad. The ok keypad button was under responsive. The ok button contact was found to be cracked. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the ok keypad button was unresponsive. This report is made based on results of investigation completed on 06/23/2017.